Event description:
It was reported that the customer experienced an issue with a cartridge that was not fitting properly on the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to clean the pneumatic tap area and remove the o-ring causing the fit issue. After filling a new cartridge and following provided instructions, the customer successfully loaded the cartridge onto the pump and resumed insulin delivery.